Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a ventricular tachycardia triggered by an ectopic beat present in a bigeminy rhythm. The device appropriately delivered a shock; however, it was not able to convert the rhythm. The rhythm self-terminated. Additionally, it was mentioned that a syncope episode was experienced by the patient. X-rays were performed in order to assess the system placement. The patient was hospitalized and further evaluation of the patient and a potential system replacement for an implantable cardioverter defibrillator (ICD) system was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that analysis of the x-rays was performed which showed the electrode was in a suboptimal position. A reposition procedure for the electrode was performed was performed. This device remains in service. No further adverse patient effects were reported.